Event description:
During resuscitation efforts, the heartstart mrx unit failed to detect the electrocardiogram through the pads (shock pads). The unit would not charge or deliver shocks. (This unit had delivered approximately 20 shocks to this patient before the failure. The unit's battery was charged and the unit was also connected to the ac power cord.) Then this unit shut off totally (no display / no functions). Another heartstart monitor defibrillator from an adjacent room was obtained and hooked up to the patient (using the same pads and wires) and this unit worked fine. The defective unit was still powered on and now on the display was an error message that the unit needs service. No adverse effect to the patient. The unit was sent to the manufacturer for service.